Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The kink was able to be confirmed. The failure to advance and difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous and non-calcified left anterior descending artery. The 3.25 x 33 mm xience xpedition stent delivery system (sds) was unable to cross. Even after several attempts were made, some using force, the sds did not cross and the proximal shaft of the sds became bent. Resistance was also felt during retraction of the sds from the anatomy. A new sds was used to complete the procedure successfully. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.